Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. (B)(4).

Event description:
A customer reported following the implant of an unknown number of intraocular lenses (iol), there appeared to be rough excess material adhering to the edges of the optics. The lenses remain implanted and there is no reported patient impact.